Event description:
The account alleged that the foot sensor cable is cut exposing bare metal wires. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.